Manufacturer narrative:
The insulin pump passed displacement test, rewind, and basic occlusion test. The pump was received with stuck in motor error alarm loop during bolus delivery and motor position encoder error alarm confirm in alarm history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure not detected during our testing. The pump was unable to confirm delivery anomaly and complete functional test due to motor error alarm. The pump was received with minor scratched lcd window and cracked reservoir tube lip. (B)(4).

Event description:
Customer's mother reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose of 400+ mg/dl. Customer had did not have any symptoms. Customer was hospitalized and treated at the hospital. Customer was not wearing insulin pump at the time of hospitalization. The insulin pump was returned for analysis.